Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail advanced (tfna) nail insertion on (B)(6) 2020, the hexagonal screwdriver shaft was broken while it was used on the locking mechanism tfna nail. Broken fragments generated, were successfully retrieved with no issue. The procedure was successfully completed using the solid shaft. There was a 2 to 3 minute surgical delay reported. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown handle (part # unknown, lot # unknown, quantity 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.037.028, lot 9393015: manufacturing site: hägendorf. Release to warehouse date: may 29, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the device was received broken on the laser cut teeth segment on the shaft. No other issues were identified with the returned components of the device. The shaft diameter of the device was measured and was within the specification. Based on the date of manufacture the drawings, reflecting the current and manufactured revisions were reviewed. The complaint was confirmed as the shaft of the device was broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.